Event description:
A malfunction was reported when the pump was dropped during charging by the customer's dog. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer managed the high blood glucose with a correction injection via multiple daily injections (mdi) without third-party assistance. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.